Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. The reason for the infection is unk.

Event description:
Product was returned as an implant failure after almost a month. Based on the report, the pt had a medical history of diabetics, oral hygiene was described as poor, and bone condition was described as poor. Surgery was traditional 2 stage on tooth #27 and the fixture was placed with primary closure. Also bone augmentation material was used. The doctor indicated that the implant was removed du to poor oral hygiene and an infection that occurred around the implant site.